Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
It was reported that the down arrow button presses are intermittently activating the desired pump functions. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.